Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device failed the 200 j shock test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The reported issue was able to be verified and was not able to be duplicated. The root cause was unable to be determined. The battery was replaced in an attempt to fix the issue, however, the device would not complete a pip. The device was scrapped by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device failed the 200 j shock test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device failed the 200 j shock test. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.